Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct. The implant date and explant dates were not reported. According to the complainant, during the planned stent removal procedure, it was noticed that the advanix biliary stent had migrated distally and perforated the doudenal wall. The perforation was confirmed through endoscopy. The migrated stent was removed using a pair of biopsy forceps and the procedure was completed. No treatment information was reported for the perforation. There were no new stent implanted. The patient's condition at the conclusion of the procedure was reported to have fully recovered.